Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of small atrial morphology during atrial fibrillation (af). The ra lead remains in use. No patient complications have been reported as a result of this event.